Event description:
It was reported that the left bundle branch (lbb) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms after implantation of the lbb lead. Boston scientific technical services (ts) was contacted, and ts discussed possible causes. The physician elected to leave the lead as is and reassess the next day. The next day the pacing impedance measurement was 1400 ohms tip to can and 551 ohms ring to can. The lead being in scar tissue was the suspected cause of the high impedance measurements. The device and leads remain in service. No adverse patient effects were reported.